Event description:
When inserting balloon catheter in patient and then starting pump, catheter did not expand at tip only partial. Manufacturer response for intra-aortic balloon catheter kit, ultraflex-iab (per site reporter) doing follow-up.